Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: in regards to the pocket fill, it was reported to have occurred on (B)(6) 2011.

Event description:
It was later reported that the overdose occurred on 2011-(B)(6). At the time of this report, the patient was ¿fine¿.

Event description:
The refill appointment was not scheduled with the clinic, the pt forgot about the pump refill "until he began to get sick." The pt estimated, he was 2 weeks overdue for a pump refill. The pt then called the clinic and was seen for a refill "right away." Per the reporter, the hcp experienced difficulty finding the pump port during the refill session and the drug was delivered into the pt's abdomen. The drug was dilaudid. The pt experienced an overdose and had to be revived twice. The pt was hospitalized on life support for 4 days, and in the hospital a total of 7 days. Following the overdose event, the pump was not refilled. As of the date of this report, the pump has been empty for 5 weeks. The pt was attempting to find another hcp to refill the pump.